Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. Based on the results of the evaluation, insufficient information was received and the event could not be confirmed nor a root cause determined. Return of the explanted devices, operative reports, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that: femoral component loosening.